Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare profession reported "implant rupture and capsular contracture - baker grade unknown" device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: free silicone with siliconomas.

Event description:
Healthcare professional later confirmed capsular contracture as baker "grade IV; painful" and double capsule. Additionally, ultrasound identified free silicone with siliconomas."

Manufacturer narrative:
Device evaluation: the device was broken shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp broken in the side radius assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported "implant rupture and capsular contracture - baker grade IV painful . Ultrasound also identified, double capsule and free silicone with siliconomas " device has been explanted. This relates to the right side.